Manufacturer narrative:
Further information are requested, but still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that the customer was having trouble with flow dropping during treatment. The customer switched to hand crank and changed the devices. Complaint number: (B)(4).

Manufacturer narrative:
It was reported that during treatment the customer was having trouble with the flow dropping. The customer used the emergency drive and changed the device. No negative outcome for any person was reported. A getinge field service technician (fst) was sent for investigation on (B)(6) 2021. The fst could not confirm the reported failure and put the device back in use. The logfile analysis was performed by life-cycle-engineering on (B)(6) 2021. No malfunction of the device could be detected. The device history record (DHR) of the cardiohelp (material: 701072780, serial: (B)(6), elo#: 1071914/v1) for which a customer complaint was received, was reviewed on (B)(6) 2021. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on the investigation results the reported failure "trouble with flow dropping" could not be confirmed. An exact root cause could not be determined. However, after consulting with life-cycle-engineering most possible causes could be related to a malfunction or miss-connection of the hls module, tubing or clamps. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaintnumber: (B)(4).